Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the right atrial (ra) lead had high impedance with the initial placement. The helix was retracted and the lead was removed from the body. Upon inspection, no tissue was apparent and the helix was extended/retracted with no issues. The ra lead was placed back in the body for a second attempt; however, high impedance was again noted. A fracture was suspected. The ra lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.